Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection noted a damaged sensor card. Functional testing could not be performed due to a damaged sensor card. The reported f-94 alarm could neither be verified nor refuted. The cause of the condition could not be determined. The device was taken out of service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f-94 alarm (configuration option settings checksum is not 0). The identified condition was before use. There was no patient involved. No additional information is available.